Manufacturer narrative:
The instrument has been returned and evaluated. Per the customer reported complaint, engineering found the instrument is broken at the proximal clevis to main tube interface with the clevis dislodged from the main tube as a result. Both the proximal clevis and main tube are missing pieces. Based on the engineering evaluation, a likely failure mode was overloading of the instrument at the tip, causing the breakage. Per the case notes. The broken instrument components were successfully retrieved from the pt. The following medwatch report listed below was also sent to the FDA for the first tennaculum forceps instrument used during the surgical procedure. MFR report #2955842-2008-01273.

Event description:
It was reported that approximately 20 mins into a da vinci myomectomy procedure, while the surgeon was removing a fibroid, the tennaculum forceps instrument clevis broke and a piece fell into the pt. The broken piece was immediately retrieved and the procedure continued with a replacement tennaculum forceps instrument. While using the second tennaculum forceps instrument the clevis broke and a piece fell into the pt. The broken piece was retrieved and the surgical procedure continued with a third replacement tennaculum forceps instrument. The planned surgical procedure was successfully completed and not significantly lengthened. No pt harm, adverse outcome or injury was reported.